Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell and the touchscreen is now shattered. Reportedly, the pump is still functional. Customer had elevated blood glucose levels in the 300 mg/dl range. Customer delivered a correction bolus to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump and have back up manual injections for continued insulin therapy.